Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the patient suffered excruciating pain due to failure of the device. She was taken to the emergency room and while in the hospital contracted (B)(6).